Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report cardiac arrest requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4 with restriction of posterior and anterior leaflet. One clip was implanted at a2/p2 with no reported issue. After the clip delivery system (cds) was removed from the patient with the steerable guide catheter (sgc) remaining in place, the patient had no cardiac output. Chest compressions were performed for 30 seconds until cardiac output was restored. Physicians suspected that this was not related to clip implant. Therefore the procedure continued and another clip was implanted to treat the residual mr with no reported issue. The procedure was complete with a final mr grade of <1 and the patient was stable and moved to recovery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported cardiac arrest was unable to be determined. The reported patient effect of cardiac arrest, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a